Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period the device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus and additional treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the transseptal puncture was performed, thrombus was noticed on the left side of the guide wire in the left atrium (la). Aspiration was performed to remove the thrombus. The decision was made to continue the procedure; therefore, the steerable guide catheter (sgc) was inserted. However, two additional clots appeared. A sheath was entered into the anatomy and aspiration was performed again. It was noted that the act level was continually over 350. The decision was made to discontinue to procedure. Mr remained a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.